Event description:
It was reported that post successful procedure with the subject flow diverter at the basilar artery, in-stent stenosis and parent artery stenosis >75 to 100% were observed based on core lab at 12m follow-up. The relationship between the adverse event and the subject flow diverter stent is unknown. No additional information available.

Manufacturer narrative:
H4: manufacturing date: added. D4: expiration date: added. D4: gtin: corrected from' (B)(4). PMA/510(k): g4: corrected from 'p170024/s003' to 'p170024'. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that there was an adverse consequence to the patient. ¿in-stent stenosis and parent artery stenosis >75 to 100% based on core lab at 12m follow-up¿. There was no surgical delay, and no medical intervention reported. No device deficiency was reported. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported event 'patient parent vessel stenosis.'

Event description:
It was reported that post successful procedure with the subject flow diverter at the basilar artery, in-stent stenosis and parent artery stenosis >75 to 100% were observed based on core lab at 12m follow-up. The relationship between the adverse event and the subject flow diverter stent is unknown. No additional information available.